Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wash hands before performing therapy. The peritonitis was manifested by abdominal pain, cloudy pd fluids and fever. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. Dianeal therapies were ongoing. At the time of this report the patient outcome of this peritonitis event was not reported. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient was discharged twenty-nine days after admission to the hospital, and the patient was recovered from this peritonitis event the same day. Should additional relevant information become available, a supplemental report will be submitted.